Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Inspection of the device revealed numerous kinks throughout the shaft. The shaft was detached and stretched at the midshaft, just distal of the proximal end of the hypotube. An exact measurement of the detachment could not be taken due to the stretched state of the shaft. The shaft was stretched and the ends of the separation were jagged, indicating that there was force applied to the device during use. Inspection of the device presented no other damage or irregularities. Product analysis confirmed the reported shaft kink and also found additional damage to the device that was not reported from the facility.

Event description:
Reportable based on device analysis completed on 07-mar-2019. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.